Manufacturer narrative:
Date of event: used the first date of the month of the aware date (B)(6) 2019. Device is a combination product. Device evaluated by MFR.:promus premier ous mr 32 x 3.00 mm stent delivery system was returned for analysis. The stent was deployed in the patient and therefore not returned for analysis. Visual and microscopic examination of the bumper tip showed no signs of damage. The balloon folds appear relaxed from their original folded position, positive pressure applied and a vacuum was pulled. The distal balloon cone appears bunched. Visual and tactile examination of the hypotube found multiple hypotube kinks. Visual and tactile examination of the shaft polymer extrusion found a midshaft break and stretching 1110 mm distal from the distal end of the strain relief. The core wire was also exposed. The distal portion of the device was returned loaded on a 0.014inguidewire. Stretching was noted distal to the port bond. It was not possible to remove the guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that device interaction occurred. A 32mm x 3.00mm promus element drug-eluting stent was advanced and successfully deployed. However, the physician was unable to pull the non-bsc guidewire as it was caught on the stent. The physician could not pull the wire out as it was caught on the stent. The stent delivery system and guide wire were removed together and the procedure was completed. No patient complications were reported. However, returned device analysis revealed a midshaft break.